Event description:
It was reported that the left ventricular lead dislodged despite apparent full deployment of the lobes at the time of implant. No capture occurred at the maximum output of the device. An attempt was made to reposition the lead; however, the lobes would not un-deploy. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and there was blood/body fluid on the outer tubing overlay. It was noted that the lead was received with the lobes deployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue. It was also noted that the lobe was distorted/bent and there was blood in/on the lobe mechanism.